Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein ipgs were replaced and a lead was explanted. The patient was doing well post-operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient had two ipg's and one of the two ipg was showing sideways and the leads were higher and migrated, and it was confirmed through x-ray. The patient will undergo revision procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient had two ipg's and one of the two ipg was showing sideways and the leads were higher and migrated, and it was confirmed through x-ray. The patient will undergo revision procedure.